Manufacturer narrative:
The subject unit is in-process of being returned to caire for further eval and testing.

Event description:
The alleged event happened on (B)(6), 2011, and was reported to the distributor in (B)(4). The alleged incident involved a helios 36, liquid oxygen reservoir unit, and is described as the following: "the vessel started to empty at a fast rate in pt apartment, vessel started to hiss and oxygen was vaporizing rapidly. Room full of vapour and icing on the floor". It was also reported that the pt's wife was frostbitten while she touched the vessel. Caire was notified of this event on (B)(6), 2011.